Event description:
The customer initially reported that air came in from the rotator of the manifold during de-bubbling while connecting to a catheter. Additional info obtained from customer on (B)(6) 2010 was the rotator came apart when it was being connected. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval is completed. Eval: conclusions: a follow-up report will be submitted when the eval is completed.